Event description:
Before the surgeon placed the cannula in the pt's aorta, he noticed that the suture flange was deformed in such a way that, if the cannula had been placed, the flange may have cut into the aortic tissue and resulted in a situation where there was potential for aortic dissection. The cannula involved in this event was not used on the pt.